Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the gap between the acoustic lens and ultrasound probe could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of forceps elevator lever, upward/downward angulation control knob could not be locked securely; due to wear of angle wire, bending angle in up direction did not meet the standard value; bending tube was damaged; connecting tube, objective lens, and scope body both had a scratch; universal cord was deformed; distal end had a stain; distal end had a burn; air/water cylinder and suction cylinder both had discoloration; due to damage on the charged coupled device unit, the image had white dots; due to deformation of electric connector guide pin, water tightness was lost; due to damage on acoustic lens, displayed ultrasound image was defective; and due to damage on ultrasonic probe, the number of missing element exceeded the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking from the biopsy channel. The issue was found during a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.